Event description:
My aunt has a medtronic implantable defibrillators (ICD) and was admitted to the hospital the other day. They weren't sure if she has a leak from the device or the lead, but she was told that she either has a infection in the lead or a possible blood clot in the lead. They were supposed to do a CT scan but she is in so much pain in her stomach that she can't lie flat for it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).